Event description:
Caller reported a malfunction occurred on the pump, with no notable events prior to the malfunction. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the caller in resetting the pump. After resetting, the malfunction code did not recur, and the customer was advised to continue using the pump but to call back should the issue reappear.